Event description:
It was reported that the patient experienced pericarditis. As a result, the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.